Event description:
It has been reported to philips that the allura xper fd20 system failed to boot up. The device was not in clinical use. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system on site and reviewed the system¿s log files, identified that ippc was defective. The fse replaced the ippc (image processing pc) along with old os disk, installed the software and recreated the image store successfully, and the system was returned to use in good working order. The codes are updated based on the investigation outcomes.